Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Additionally, a code 1005 was triggered indicative of an open circuit condition was observed during shock delivery, a second shock with impedance within normal limits was successfully delivered, converting the rhythm. Technical services (ts) discussed possible causes with the field representative and noted an increase in impedance, possibly since the implant, with the average impedance exceeding 140 ohms over the past year. Ts advised evaluating the lead for potential revision. No adverse patient effects were reported. This rv lead remains in service.